Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device encountered noise due to the respiratory rate trend feature. The minute ventilation feature was programmed off with resolution of the clinical observation. There were no adverse patient effects reported. The device remains in service.